Event description:
I had essure put in 2006. I have had nothing but medical problems ever since. The last 2 years it's just gotten worse and worse. I have headaches constantly. Anxiety, depression, high blood pressure, pains in my hips ankles feet legs and arms. I can't walk or stand for long. I can't go to the store by myself anymore because of the anxiety and because I get dizzy so much like I'm going to black out. I have problems with my vision now. I am in constant pain somewhere in my body at all times. Mostly my stomach and abdominal area. When I have my period, it's very heavy and I hurt so bad I can't even get off the couch. My kids deserve their mom back. My husband deserves his wife. I can't clean house or cook or anything. I just hurt too bad. I was not given a choice on getting this device. I didn't get the essure card that I just found out I was suppose to get. I didn't even know the name of the product until recently. My doctor said nothing about coming back to have it checked after insertion, which was not done in the doctors office. It was done in the hospital, in an operating room while I was put to sleep. Essure reports show that it's done with "general" anesthesia and inside your doctors office. I was able to find a side effects list and I have 76 of the side effects that I know of. Not counting the ones that I don't have the money to go to the doctor and have checked out. Please take these things off the market.